Manufacturer narrative:
Combination product: yes the returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon still well folded, and blood was found inside of the inflation lumen and the balloon lumen. The stent was not returned. The distal balloon shoulder shows a damage in the shape of a 2 mm long cut 2.5 mm distal to the distal xray marker. During functional testing the balloon did not open, and water was found leaking from the distal balloon portion. The cut is reaching through the wall of the balloon shoulder, causing the leakage which led to the inability to expand the stent. The cause of the damage of the balloon shoulder could not be clarified. Review of the product release documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the moderately tortuous proximal rca. After pre-dilatation and subsequently placing the device in the target lesion, the balloon could not be inflated more than 1 bar. The device was retrieved. It was noticed that the stent might has dislocated from balloon. Due to contamination by patients blood it was not clear and to ensure preservation of evidence everything was boxed. The same happened with the second orsiro mission which is filed separately.